Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported the procedure was to treat a moderately calcified, moderately tortuous left anterior descending artery (lad) lesion. The lesion was pre-dilated with a 2.5x8mm unspecified balloon. The stent of a 3.5x38mm xience alpine stent delivery system (sds) was implanted. Post-dilation of the stent was performed with a 3.5mm non-complaint balloon, however, a dissection was noted in the proximal edge of the stent. A new 3.5x12mm xience alpine was used to treat the dissection. There were no adverse patient sequela and there was no clinically significant delay in the procedure.